Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
(B)(6). It was reported that restenosis and angina occurred. In (B)(6) 2013, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, index procedure and selective coronary angiography were performed. The target lesion was a de novo lesion located in the distal right coronary artery (rca) with 90% stenosis and was 10mm long with a reference vessel diameter of 2.50mm. The target lesion was treated with direct placement of a 2.50mmx20.00mm promus element plus drug-eluting stent (des) with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented due to chest pain and exertional dyspnea and was further referred for cardiac catheterization. The 80% stenosis located at distal rca was treated with the placement of 3.0x16mm promus des, with 0% residual stenosis. On the same day, the event considered to be resolved and the patient was discharged.